Manufacturer narrative:
A ge service representative performed an on site investigation. Although the failure could not be duplicated, it is suspected that the main tower power supplies are the cause. Replaced supplies as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 would not initialize creating delay. The system was eventually able to fully initialize after cycling the power. There was no adverse patient involvement reported. There was no patient information reported.